Event description:
Leg bag leaks urine from interface where drainage valve is inserted to the bag. I destroyed bag 1 and replaced with bag 2. Bag 2 has the same problem. I only used a total of 3 bags. Bag ok; bag 2 defective. Bag 3 defective. Two thirds is poor quality to me!